Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to site to test the equipment. Representative reported that a computer was replaced. A system checkout was performed and the hardware, software, and instruments passed the system checkout. The system was found to be fully functional. Representative mentioned the system was used in a case and was working normally. The suspect computer has been received by manufacturer for evaluation. The returned computer booted normally to application screen. Computer passed all testing and is functioning as designed. No fault found.

Event description:
A medtronic representative reported that while outside of procedure the navigation system became unresponsive when loading exams from electronic picture archiving and communication systems (pacs). Rebooting the system multiple times and loading the exams again from electronic picture archiving and communication systems (pacs) resolved the issue. Issue was discovered prior to case. There was no patient present at the time of the issue.